Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint states: ¿inner packing damaged. It was reported that during the total knee replacement operation, the out-box is completely good, but the inner packing was not sealed well as the photo shows. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.¿ the sample was not returned, but the hospital has supplied photographs of the alleged failure (see attachment ¿(B)(4) customer photos.pdf¿). The photographs show that the seal around the edge of the sterile barrier layer powder pouch is incomplete. These photographs confirm the complaint description. The packing of the powder component is a manual process, and any failure of the seals would be observed either during packing at powder fill, or during the final packaging preparation stage where the powder bag and sterile barrier are placed in a protective moisture barrier. 3 retained samples were examined for this failure but no further instances were discovered. As no other instances of this failure have been reported on this lot number, it would appear to be a random component failure. Dva-107020-fde rev 9 was reviewed, and this failure mode is included on line 103 (see attachment ¿(B)(4) extract from dva-107020-fde.pdf¿). The risk is considered ¿as low as possible¿ and cannot be further mitigated. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot ==> device history reviewed: 0 non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 30 september 2022.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Inner packing damaged. It was reported that during the total knee replacement operation,the out-box is completely good, but the inner packing was not sealed well as the photo shows. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.